Manufacturer narrative:
Based on the review of the batch documentation, lenstec can confirm that all procedures in the manufacturing and packaging of the device were conducted correctly. Additionally, we have not received any other complaints from this batch. Capsular phimosis is a case of anterior capsular contraction syndrome (accs), usually related to the remnants of fibrous tissues that causes the anterior capsule to contract. Furthermore, lenstec confirms that the lens, its design and the manufacturing process are not at fault due to the extensive testing that we have performed on this model.

Event description:
Lenstec received an email stating " extreme capsular phimosis requiring intraoperative intervention to re-position iol and try to open fibrotic capsule".